Event description:
In 2009, the patient was treated with gore excluder aaa endoprostheses. After implantation of the trunk-ipsilateral leg component, contralateral leg component and two aortic extender components, one of the aortic extenders was slipping into the angulated neck. The physician decided to implant a palmaz stent to keep the aortic extender in place. Just prior to deployment, the palmaz slipped off the balloon, causing it to move proximally during deployment. The physician was able to move the palmaz stent distally using a snare kit. The physician then implanted another aortic extender to resolve a type I endoleak. While implanting the extender, the physician did not remove the snare from the ipsilateral side to avoid losing wire access. After implantation of the third aortic extender, it was noted the snare was caught on one of the implanted devices. The physician decided to explant the devices and convert the patient to open repair. The patient tolerated the procedure, and no further complications have been reported.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices involved.